Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during trans sphenoidal resection of pituitary tumor, the tip of the bur broke off inside the patient's sphenoid sinus. The broken tip was retrieved and removed from the patient and it was confirmed that all pieces were removed by the surgeon. There was no patient impact.